Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the system would not power on. The system would not boot and the pendant was blank. After several reboots, there was no resolution to the issue. It was also observed that there was a red flashing battery status light. The standalone board (fans were not working), and all generator boards had not led's lit, the audible clunks did not occur. The power conversion board reveals the j1 input voltage with good readings, but a bad output at j2. At the end of the day the system started working as the representative tried to boot the image acquisition system (ias) while unplugged from the umbilical cable. At this point, all led's in the generator, the ias cpu were lit and functioning as normal. The system was rebooted several times with the umbilical cable plugged in and the system functions as normal except for the flashing battery light. The battery stack checker all lit up and the voltage on remove desktop displayed. The charger assembly was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system was unresponsive. The representative was unable to turn the system on. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the part was tested and it did not pass testing.. Analysis found that the reported event was related to a electrical issue.